Event description:
A user facility nurse reported via email that blood leaks around the fistula needle in patient's arm during treatment. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).